Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable amia set was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was found between the supply line of an amia automated pd set with cassette and supply bag, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set experienced a low priority alarm (max air exceeded) alarm; a 1/2 inch of air was found in the patient line. This was observed during initial drain of peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. During troubleshooting, a loose connection was found between the supply line of an amia automated pd set with cassette and supply bag. Renal therapy services (rts) assisted the patient in ending the therapy session and reviewed proper procedures per the user manual. Rts advised the patient to contact their nurse regarding the missed therapy. The patient would complete therapy with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.